Event description:
It was reported by the customer that their insulin pump was alarming failed battery test. Customer stated they could not recall any significant events that led to the alarm, but the device continuously alarms after they have inserted new batteries. Customer's blood glucose level was 122 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).